Manufacturer narrative:
The device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000096448.

Event description:
It was reported that the patient's lead had migrated, which was confirmed through imaging. As a result, the patient was experiencing ineffective therapy. Surgical intervention took place where the lead was explanted and replaced to address the issue. Effective therapy was restored. Investigation was unable to determine which of the leads attributed to the event.